Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra had an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2014. The patient manages her diabetes with other medication (¿elyeer and metformin¿). The patient confirmed that she took her normal dose of medication (including sliding scale) in response to the product issue on (B)(6) 2014. The patient claims she developed symptoms of ¿extreme thirst and blurred vision¿ after the product issue began. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, the patient testing technique was correct, the correct test strips were used, and there was no misuse of the product. The cca walked through a retest with the patient and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe high blood glucose excursion after the alleged inaccurate low issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.